Event description:
A battery depletion was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by technical support.